Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient passed out and her mother called for an ambulance. The mother gave her one ¿glucagon¿ tablet (presumed to mean a glucose tablet). The patient stayed home and rested and did not go to the hospital. The mother did not know what the cgm reading was at the time this happened; she remembers that the bg was very low but does not remember the value. The mother stated she is unsure if the patient treated herself before passing out. The mother also indicated that the patient would continue to wear the sensor for days after getting inaccurate readings, including continuing to wear it when inaccurate after trying to calibrate it multiple times in a day or over a couple days. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.